Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01325.

Event description:
Patient allegedly received an implant on ddmmmyyy via the {vein listed in the pps} due to pulmonary emboli (pe). Patient is alleging device tilt and vena cava perforation. Patient notes and further alleges "I live with the anxiety of having this filter that could fail at any time, but that it cannot be retrieved without a serious surgery. I live with the fear that my filter has tilted within my vena cava and perforated outside of it". Per the (B)(6) 2013 ivc (inferior vena cava) filter placement: "impression: successful inferior vena caval filter placement". Per the (B)(6) 2018 independent review of an (B)(6) 2018 CT (computed tomography) abdomen and pelvis: "positive for caval perforation. Superior extent of ivc filter mid l3 vertebral body. Inferior extent l4-l5 dis space. A total of 6 prongs have perforated ivc. Coronal images 6.21 degree tilt right to left. Sagittal images 0.11 degree tilt anterior to posterior. Diameter of ivc directly above filter 24.87mm x 24.29 mm.

Event description:
It is alleged that patient received a cook celect filter on (B)(6) 2013 . It is alleged the patient was injured without further explanation.